Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During insertion of the acetabular cup, the tip of the straight cup inserter fractured. No pieces fell into patient's wound and all pieces were recovered without a significant delay.

Manufacturer narrative:
Expiry date - product is non sterile, this date was initially reported in error. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device shows broken hex bolt and also shows minor scratches on the strike plate. Damage was noted on the side of the frame. The presence of side frame damage suggests that there was off-axis impaction. When struck on the side of the handle it creates unintended loading conditions and increased stress on the threads. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.